Event description:
It was reported, the inner sheath, for 26 fr. Outer sheath had a break at the tip. The event occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
Correction to d4 lot/sn, this device is lot coded. The device was not returned to olympus for inspection and the reported failure was not reproduced/confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.